Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 434 mg/dl at the time of the incident and the current was 194 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted as a result of the high blood glucose. The customer does not alleges the insulin pump was under delivery. The customer was treated with the manual injection and the insulin pump. The insulin pump will not be returned for analysis.